Event description:
It was reported that during the procedure, a dissection was observed. The pt has undergone another angioplasty procedure with the implantation of an "ave" stent with no complications.